Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Concomitant medical products: (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 7688594 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during primary breast augmentation of a (B)(6) caucasian female patient with an unspecified mentor gel implant, the right breast went into their lung cavity, but the doctor was able to retrieve the implant. It was also reported that the device has to be replaced. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.